Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2015, an fse conducted on-site follow-up with the customer. The fse adjusted the wash z height on all 4 wash probes which returned the instrument to normal operation. The most probable cause of the reported event was due to a faulty wash probe height.

Event description:
On (B)(6) 2015, a customer reported patient recovery issues with their aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lh ii, fsh, bhcg and, prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.